Event description:
The pt was implanted with a bioarc system with intexen lp. It was reported the pt experienced tissue abrasion, infection or inflammation, mental and physical pain and suffering, and permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.